Event description:
A valiant evo stent graft was implanted in an endovascular treatment on the 04th of jan 2018. The patient underwent a intervention procedure approximately 3 years post the index procedure. It was reported approximately 3 years post the index procedure the patient experienced a right external iliac dissection. A non-mdt stent was implanted to resolve the event. The site assessed the event as not related to device or procedure. The sponsor has assessed the right external iliac artery dissection as not device related but procedure related to the intervention procedure. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.